Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesions was located in the moderately tortuous and severely calcified right external iliac artery (eia) and left common iliac artery (cia). When a non- bsc guidewire was advanced to the lesion, the tip of the guidewire was trapped and got kinked. Another 3 non-bsc guidewires were used but still failed to cross the lesion. Subsequently, a 4.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to dilate the lesion. However, upon first inflation the balloon ruptured at 12 atmospheres after being inflated for 12 seconds. The device was completely removed from the patient's body. A 10mm-40mm non-bsc stent was placed in the stenosis in the right eia and post-dilatation was performed using a 9mm-20mm balloon catheter. No patient complications were reported.